Event description:
It was reported that the patients ipg was taking longer to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.